Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the acid delivery tube was split. The cse rectified it and reran the patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the cause of the discordant, falsely elevated tni-ultra result on one patient sample was due to the malfunction of an acid delivery tube. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. A new sample was obtained from the patient and was tested on the same instrument, also resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.